Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive to touch during priming. There was no patient involvement. The customer has removed the pump from service and replacement touch screens will be provided. A sorin group field service representative will perform the replacement on site. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive to touch during priming. There was no patient involvement.